Event description:
The customer reported the camera head had "cable air leakage". The problem was found during equipment inspection prior to use. There was reportedly no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found flooding near the video connector rating plate and white lines/ pixel defects on the image. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, no nonconformities were found. Since flooding from near the connector rating plate was confirmed, the cause of the flooding from the connector is likely from a cable air leak. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.